Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterus perforation / migration') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014-essure confirmation test done: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain- pelvic/ abdominal pain (chronic)"), abdominal pain ("pain- pelvic/ abdominal pain (chronic)"), dysmenorrhoea ("pain-dysmenorrhea cramping (chronic)"), menorrhagia ("bleeding-menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain and menorrhagia outcome was unknown and the dysmenorrhoea, nausea, abdominal pain lower, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain (pelvic, abdominal, dysmenorrhea), bleeding (menorrhagia), migration, perforation (fallopian tubes, uterus). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b40019 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterus perforation / migration') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014 essure confirmation test done: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain- pelvic/ abdominal pain (chronic)"), abdominal pain ("pain- pelvic/ abdominal pain (chronic)"), dysmenorrhoea ("pain-dysmenorrhea cramping (chronic)"), menorrhagia ("bleeding-menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain and menorrhagia outcome was unknown and the dysmenorrhoea, nausea, abdominal pain lower, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain (pelvic, abdominal, dysmenorrhea), bleeding (menorrhagia), migration, perforation (fallopian tubes, uterus). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number, events: nausea, fatigue, lower abdomen pain, lower back pain were added. Reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterus perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014, essure confirmation test done: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain- pelvic / abdominal pain (chronic)"), abdominal pain ("pain- pelvic/ abdominal pain (chronic)"), dysmenorrhoea ("pain-dysmenorrhea cramping (chronic)") and menorrhagia ("bleeding-menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain (pelvic, abdominal, dysmenorrhea), bleeding (menorrhagia), migration, perforation (fallopian tubes, uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received: previously reported event "injury" was deleted and updated to new events pelvic pain, abdominal pain, dysmenorrhea( cramping), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation, uterus perforation / migration and reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.